Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the initial reporter noted is (B)(6). Additional repair information will be submitted once repairs have been completed.

Event description:
During patient therapy, the cs300 intra-aortic balloon pump (iabp) had generated a "low vacuum¿ alarm. The iabp was swapped to continue therapy. It was noted this event occurred due to a leak from the k8 manihold drive which was verified with diagnostics. No patient injury was reported and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and performed running test in which reported incident was duplicated. It was determined that the k8 valve had an open/close failure. Our fse replaced the manifold drive to resolve the issue and again performed running test without problem re-occurring. The iabp was returned to the customer and released for clinical use. (B)(4).

Event description:
During patient therapy, the cs300 intra-aortic balloon pump (iabp) had generated a "low vacuum¿ alarm. The iabp was swapped to continue therapy. It was noted this event occurred due to a leak from the k8 manihold drive which was verified with diagnostics. No patient injury was reported and no adverse event was reported.